Event description:
It was reported that during a ptca treatment procedure the maverick monorail balloon ruptured at 12 atms on inflation. (The total number of inflations performed and atms reached is unk). The pt was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in the distal left circumflex coronary artery. The maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.